Event description:
It was reported that the biomedical engineer (be) was given an external pulse generator (epg) that had displayed the failed self-test error. The be cycled the power, and was unable to reproduce the error. Technical services sent the product manual to the be that explains the function and also the return form, in case the be should decide to return the epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).